Manufacturer narrative:
(B) (4). (B) (4) - amputation occurred - (B) (4) - appearance. Conclusions: no conclusion can be drawn at this time. Permission to be sought from the reporter to access their medical records. Should further information become available, a follow-up form 3500a will be submitted.

Event description:
It was reported that the patient was being treated for an infection of the big toe on the right foot using iodine and panafil. The toe became more infected and the wound dressing was prescribed. The wound dressing was used for 1 - 1.5 months. When the physician removed, the wound dressing and re-examined the toe, it was beyond cure. The wound dressing had a marbled appearance, and the physician noted a vinegary smell. The toe was amputated.